Manufacturer narrative:
H.6. Investigation: a 2000e china sample was not available for investigation of this feedback; however the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience with the thread of male luer identified to have fractured and broken apart. A review of the production records for lot 19095442 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue.

Event description:
It was reported that 2 ll vlv adpt(stand alone) experienced device damage/deformation/cracking. The following information was provided by the initial reporter: today received feedback. This event was fount in the second time, the first accident on monday ((B)(6)), are used in PICC catheter maintenance process, when open the packing of the assembly of the screw on, different nurse operating, the fracture occurred in the screw. When the representative arrived at the hospital,the damaged samples has been disposed, only photographed with other same batch joints.due to the smythe fracture accident happened many times before, the quality of the product was suspected in clinic.these faults occur in different departments.

Manufacturer narrative:
Medical device lot #: an invalid lot # of 19095442 was provided by the initial reporter. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 2 ll vlv adpt(stand alone) experienced device damage/deformation/cracking. The following information was provided by the initial reporter: today received feedback. This event was fount in the second time, the first accident on monday ((B)(6)), are used in PICC catheter maintenance process, when open the packing of the assembly of the screw on, different nurse operating, the fracture occurred in the screw. When the representative arrived at the hospital,the damaged samples has been disposed, only photographed with other same batch joints. Due to the smythe fracture accident happened many times before, the quality of the product was suspected in clinic. These faults occur in different departments.